Manufacturer narrative:
H6: investigation summary: a total of three syringes, one sample was provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the reported lot 2011018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: I¿ve been made aware that a 50ml syringe leaked recently and was found to have a large crack down the length of the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: I¿ve been made aware that a 50ml syringe leaked recently and was found to have a large crack down the length of the barrel.